Event description:
It was reported that suture placement was attempted with the proglide device in the femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) repair. Reportedly, it was a calcified area and the suture snapped. A second proglide was deployed and the sutures set aside to perform the index procedure. Upon completion of the aaa procedure the deployed proglide sutures were used to achieve hemostasis. There was no significant impact to the patient due to a reported clinically significant delay in the procedure. The physician is reported to be not trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - operator not trained. The instructions for use under caution states the device should only be used by healthcare professionals who are trained in diagnostic and therapeutic catheterization procedures and who have been trained in the use of this device by an authorized representative of abbott vascular. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. It was reported that an angiogram was not taken. The proglide instructions for use (IFU) state: perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. To avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery, fluoroscopically evaluate the femoral artery size, calcium, tortuosity, and for disease or dissections of the arterial wall. It was also reported that the physician was not trained in use of the proglide device. The IFU states: this device should only be used by physicians (or other healthcare professionals authorized by or under the direction of such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. Based on the information reviewed, there is no indication of a product deficiency.